Event description:
New information received states that the device was reprogrammed. Patient was fine.

Event description:
It was reported that post paced t wave oversensing was observed via merlin.net. The patient was reported to be asymptomatic. Programming changes were discussed.